Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Adc product quality engineering (pqe) investigated the complaint about the freestyle librelink app and determined that there was no indication that the product did not meet specifications. The available trending of complaint data was reviewed for freestyle librelink app. The complaint rate is stable and there are have been no atypical trends within the reviewed period. If the product data is returned, the case will be re-opened, and an additional extended investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing difficulty using the freestyle librelink application in which he was repeatedly prompted to "turn the critical alert on" after turning it on. As a result, customer was unable to monitor glucose and "felt very weak a little nauseous and can't stand up" and lost consciousness. An ambulance was called and transported the customer to the hospital where he received unspecified treatment for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing difficulty using the freestyle librelink application in which he was repeatedly prompted to "turn the critical alert on" after turning it on. As a result, customer was unable to monitor glucose and "felt very weak a little nauseous and can't stand up" and lost consciousness. An ambulance was called and transported the customer to the hospital where he received unspecified treatment for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.